Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented in clinic with an atrial lead warning. The atrial lead impedance is showing low. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented in clinic with an atrial lead warning. The atrial lead impedance is showing low. It was later reported that the impedance continued to decrease to low measurements and sensing had also decreased to low measurements. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.